Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Analysis of the returned device identified; creases flat and opening on anterior. Leak test and microscopic analysis was performed which identified; valve crack, wear abrasion and a striated opening. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve (cohesive failure) a striated opening due to surgical damage consistent in the use of some surgical tool. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.